Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), it was discovered that a saline spill had occurred. It was noted that no alarms had been generated and the iabp unit continued to function. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm replaced the printer interface board, the cart bulk power supply, the power supply monitor board, helium tank transducer interface cable, high pressure transducer, power pack status cable, and the power on switch cable. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), it was discovered that a saline spill had occurred. It was noted that no alarms had been generated and the iabp unit continued to function. Since the event occurred during pm, there was no patient involved and no adverse event was reported.